Event description:
Allegedly revised due to metal on metal complications

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01527, 01529, 01530.

Manufacturer narrative:
This is a duplicate of medical device report #1043534-2010-00296 and therefore should not have been reported.